Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d4, d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported malfunction was most likely caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: bf-190 series operation manual [chapter 3 preparation and inspection_3.7 connection of the endoscope and ancillary equipment]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported an e237 scope error code was received when using the bronchovideoscope. Event occurred during preparation for use. There were no reports of patient involvement.